Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ('essure is harmful') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criterion medically significant). At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. Amendment: the report was amended for the following reason: case upgraded to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ('essure is harmful') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criterion medically significant). At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4), on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ('essure is harmful') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criterion medically significant). At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.